Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an fentanyl (12.0mcg/blous, 299.8mcg/day, unknown concentration) and bupivacaine (0.120mg/bolus, 2.998mg/day, unknown concentration) in an implantable pump for non-malignant pain and radiculopathy. The patient relocated from (B)(6) and needed to find a healthcare provider (hcp) in the area. The patient was unable to find a new managing physician. The pump ran out of medication and the pump was alarming. The alarm "should have gone off on (B)(6) 2015, but lasted a little longer." At first it was reported the pump was not alarming, but it was later clarified the patient heard a single tone and did not realize where it was coming from. The sound was consistent with a pump alarm. The issue was attributed to a missed refill. When the patient had access to her personal therapy manager (ptm), error code 8254 was seen. The error code was confirmed to have occurred on (B)(6) 2015 at 06:53 hours. The estimated refill date on the personal therapy manager (ptm) was stated to be (B)(6) 2015 (when therapy was pulled, the refill date was listed as (B)(6) 2015) the patient did not have any symptoms because she was using duragesic patches, which were prescribed on (B)(6) 2015 by respiratory hcp. Additional information was requested from the consumer regarding when the missed refill occurred, what steps were taken to resolve the issue, and if a managing hcp was found. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer. It was reported the patient could not find a healthcare provider (hcp) to manage her pump and was looking for information on hcps who could explant the device. There was a hcp in (B)(6) who was willing to do a one-time fill, but they would not manage the pump. It was reported no one made the patient aware she would have difficulty finding a hcp if she moved. The patient planned to follow up with the hcp in (B)(6) regarding options for the pump going forward. No further information was provided. Should additional information be received, as previously reported further information was requested, a supplemental report will be submitted.